Event description:
On (B)(6) 2024, review of the patient data indicated high impedance and signal artifact which were indicative of a lead break. On (B)(6) 2026, the right thalamus (pul) depth lead (secured with dog bone with lead protection) placed contralateral to the rns was explanted.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis. Review of the patient ecog and impedance data are suggestive of a potential lead break.